Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris closed male luer was separated the following information was received by the initial reporter with the following verbatim it was reported by the customer that the smartsite bag access device was leaking at the connection point where the bag was spiked. The nurse later reported that the device had dislodged from the bag, resulting in a chemotherapy spill.

Manufacturer narrative:
One unopened representative sample was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The sample was spiked into a IV bag. No observation of a leak or disconnection issues were observed. The customer complaint was unable to be verified. The root cause could not be determined because the issue could not be replicated. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.